Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient stopped charging their ipg as recommended, rendering their ipg inoperable. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.